Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any related trends for the alinity I stat high sensitive troponin-I assay. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformance or deviations associated with lot number 78012ud00. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 78012ud00 was identified.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one female patient. The following data was provided (customer provided normal troponin range: < 34.2 ng/l): sid (B)(6) (plasma specimen drawn a few hours before 7 am): initial result = 48.746 ng/l repeat results = 7.05 and 5.73 ng/l. There was no impact to patient management reported.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one female patient. The following data was provided (customer provided normal troponin range: < 34.2 ng/l): sid (B)(6), (plasma specimen drawn a few hours before 7 am): initial result = 48.746 ng/l. Repeat results = 7.05 and 5.73 ng/l . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I), with 510k/PMA/bla number k202525. D4 - lot #: initial: 70286ud00 / updated to correct lot 78012ud00. D4 - expiration date: initial: 11/8/2025 / correction: 01jan2026 d4 - primary UDI number - initial: (B)(4) / corrected to: (B)(4). H4 - device mfg date - initial: 1/23/2025 / correction: 29jul2025.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for one female patient. The following data was provided (customer provided normal troponin range: < 34.2 ng/l): sid (B)(6), (plasma specimen drawn a few hours before 7 am): initial result = 48.746 ng/l repeat results = 7.05 and 5.73 ng/l , there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I), with 510k/PMA/bla number k202525.